Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.

Event description:
The caller reported that after 4 hours of use, patient desaturation was noticed due to a co2 alarm. A cuff leak failed to allow reinflation. A non-routine replacement of the tube was required. The caller reported there were no ill-effects to the patient and the patient's status was stabilized with no reported injury.